Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. No general product problem could be found.

Manufacturer narrative:
This event occurred in (B)(6). The elecsys pth immunoassay does not require a dilution. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys pth immunoassay results on a cobas 8000 e602 module. The initial result was 257 pg/ml. The customer performed a 1:10 dilution on the sample and the repeated result was 13.43 pg/ml. These results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.